Event description:
Boston scientific received information that the remaining device longevity on this pacemaker was different from last year and recent calculations. The patient was pacemaker dependent. Boston scientific technical services (ts) stated that the magnet rate for this device had reached 90 days four months ago and suggested to have a memory dump for analysis. Additional information was received indicating that the field representative could not provide further information on this event. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the remaining device longevity on this pacemaker was different from last year and recent calculations. The patient was pacemaker dependent. Boston scientific technical services (ts) indicated that the magnet rate was 90 paces per minute (ppm) four months ago and suggested to have a memory dump for analysis. Additional information was received indicating that the field representative could not provide further information on this event. This pacemaker remains in service. No adverse patient effects were reported.